Manufacturer narrative:
On 12 jun 2018, an international zoll field service engineer evaluated the thermogard xp ivtm system (sn (B)(4)) at the customer facility. The reported complaint was confirmed during initial functional testing. It was determined that the root cause was due to a defective air trap sensor block. The defective part identified was replaced with air trap block with pc board to remedy the issue. The final functional test was performed and the thermogard console passed all final testing criteria without any issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, during power-up, the thermogard xp ivtm system (sn (B)(4)) displayed mid: 09 (air trap assembly). This error message prompts when the system does not recognized the air trap. The user was unable to clear the error message. No patient involvement.